Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
It was reported that multiple events of rv lead noise with inappropriate shocks were observed. Hv impedance out of range and a drop in rv lead impedance was noted. Patient was shocked multiple times and exhausted therapies due to sensing of lead noise. ICD was programmed off by the ER physician. The lead will continue to be monitored. The patient condition is stable.

Event description:
Additional information notes that on (B)(6) 2019 the lead was capped due to the oversensing.